Event description:
The customer reported to olympus, a e315(unsupported scope error) displayed on the evis exera iii video system center when the maj-1430 was plugged in. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer was not in front of the unit and did not have another room or another maj-1430. The customer will check the socket and then try to get another maj-1430 to try and see if that is the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to a connection failure of the maj-1430. Olympus will continue to monitor field performance for this device.